Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and sweet tip rx lead exhibited oversensing during normal sinus rhythm. This oversensing resulted in inappropriate shocks delivered to the patient. Upon interrogation, fault code av 13 was seen; av 13 indicates that the firmware is in an undefined error state. During this code, all tachy cardia detection or therapy functions in process are terminated and are restarted after code and parameters are verifed (warm reset).